Event description:
Upon opening device, it was noted that the end of the "curly" connection tubing was not connected to the end cap (patient connection end) in the CT injector kit. It looks as if part of the small tubing is stuck in the end piece, but the tubing is supposed to be connected and was not.the CT department states they found two packages in total like this recently and have seen this happen before about 2-3 times. No patient was involved/harmed. Defective tubing noted upon package opening.======================manufacturer response for medrad sterile disposable syringe with 60" t-connector and prime tube, stellant (per site reporter).======================spoke with the manufacturer's compliance staff. They stated that I should wait about 5 business days so medrad could review complaint to see if they would like to receive the product for investigation. They are planning to send replacement box.what was the original intended procedure?CT contrast injection.